Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alerted low battery despite the battery being changed this morning. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the battery issue. The customer did not perform excessive button pressing, daily set rewinds, frequent backlight usage, or frequent uploads. The device was in vibrate mode. There were no unattended alarms. The device did not alert weak battery either. The customer also mentioned that the device alarmed signal too low and unexpected restart error. The customer was advised to monitor the device and call back if any issues arise. No products were returned and a replacement battery was shipped to the customer.